Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom dysfunctional keypad. The evaluation found that the #2 key had an intermittent response. The remaining keys were found to function as expected. The front case assembly, which contains the failed keypad, was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum infusion pump had a dysfunctional keypad. Any patient involvement, injury or medical intervention is unknown.